Event description:
New IV catheters are an issue. Seasoned rn attempted twice with the braun introcan safety 2 IV catheters. Both attempts rn got into the veins with blood flashback. The first IV, the vein blew. The second IV, which was in an optimal antecube vein, fluids would not flow. All clamps were checked twice and were open. This is the 3rd patient today that we've had issues with the new catheters and multiple IV attempts had to be made. Reference report#: mw5162340.